Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient experienced a leakage from infusion site after 2 hours of cannula change. Nurse identified incorrect cannula placement as cause and issue was resolved within 3 hours of initial change by repositioning the cannula. Patient was then satisfied with prompt corrective action. No further information available.